Event description:
It was reported that the procedure was to treat a mid right coronary artery. A 3.5 x 8 mm nc trek was advanced to the lesion; however, the balloon would not inflate. A second attempt to inflate the balloon was made and the balloon inflated to 12 atmospheres when blood leaked at the hub. The balloon was deflated and removed from the anatomy. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw; guide cath: 6f jr4. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported leak was able to be confirmed. The inner member was separated at the proximal end of the proximal balloon marker. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.